Event description:
It was reported that the patient originally had a titan implanted, the implant got infected, and the physician explanted the titan and implanted a tactra malleable prosthesis. One year later, a surgical procedure was performed during which the tactra was removed and replaced with an inflatable penile prosthesis (ipp) due to patient's preference. No device malfunctions or patient complications were reported.

Event description:
It was reported that the patient originally had a titan implanted, the implant got infected, and the physician explanted the titan and implanted a tactra malleable prosthesis. One year later, a surgical procedure was performed during which the tactra was removed and replaced with an inflatable penile prosthesis (ipp) due to patient's preference. No device malfunctions or patient complications were reported.